Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14303, and 1627487-2022-02831. It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. In addition, it was reported the leads were confirmed with high impedance issues. As a result, surgical intervention occurred wherein the entire system was explanted and replaced to address the issue.